Manufacturer narrative:
The insulin pump received with motor error alarms during basic occlusion test and unable to prime during prime test due to moisture damage on force sensor. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed displacement test. The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The insulin pump returned with cracked reservoir tube and battery tube threads.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that the insulin pump's buttons are not responding. Customer received a button error. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced nausea and vomiting. Nothing further reported.